Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00581. It was reported that the patient presented for a pacemaker generator change. During the procedure, the right ventricular lead setscrew was stripped and unable to remove the lead from the device. The physician had to break header off the old device and dismantle until eventually freeing up the lead. The device was explanted and replaced. The patient had not been followed by the clinic previously, so there was no insight into the lead function. After freeing lead and connecting to the new device, lead was intermittently capturing at high outputs. The lead was programmed off on (B)(6) 2020. The patient was stable.